Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent in for review. The log files displayed a few transient low voltage/no external power alarms on (B)(6) 2021 at 3:46pm and (B)(6) 2021 at 8:43pm while tethered on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The mpu does have a v-lock connector on the ac power cord. There was a power outage during both episodes. The log files captured 2 no external power events on (B)(6)2021. The patient was brought to the emergency department for anemia and leukocytosis. Related manufacturer reference number: 2916596-2021-07585.

Event description:
Additional information: it was reported that it was confirmed that the patient had a line related methicillin-susceptible staphylococcus aureus infection. The patient died due to withdraw of care. The death was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2021. No notable alarms were observed within the file. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the files. Lastly, the account stated that the patient¿s expiration was not ventricular assist device (vad) related and the pump will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.